Event description:
On 8/13/99 a urolume stent was implanted. Post-operatively, the pt sustained a prolonged priapism for more than one day. The pt was treated with multiple injections, irrigations, and two shunts which worked transiently. At this point the urolume was removed without difficulty. The pt was noted to still have an erection about 85% full. The pt underwent an embolization of his right pudendal artery resolving most, but not all of the erection. The pt is now 2.5 to 3 weeks out from the original procedures, and he notes that since these events, he gets a partial erection with mild physical activity.